Event description:
It was reported that the pt bruised her head whilst going down the slide. Afterwards she indicated to her mother that she was no longer able to hear with her ci. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.